Event description:
Medtronic (B)(4) received this information through a literature review: a patient who was treated five years prior to the incident came back to the author's department for an aneurysm relapse in the common hepatic artery. The physician performed a second endovascular approach with a superselective catheterization of the pancreaticoduodenal arcade in order to exclude the lesion with onyx and microcoils. The final control showed the good procedural outcome with complete exclusion of the aneurysmatic sac and preserved patency of the main hepatic vascular flow; small fragments of onyx migrated in the left hepatic artery without consequences. Nowadays the patient is in good clinical conditions. Citation: francesco giurazza, mattia silvestre, amedeo cervo, and franco maglione, ¿endovascular treatment of a dissected celiac trunk aneurysm complicated with consequent pseudoaneurysm: primary treatment and treatment relapse after 5 years,¿ case reports in vascular medicine, vol. 2015, article ID 291953, 5 pages, 2015. Doi:10.1155/2015/291953.

Manufacturer narrative:
Article website: http://www.hindawi.com/journals/crivam/2015/291953/. The lot history record review was not possible since the lot number was not reported. The device will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined.